Event description:
A us distributor reported a battery charger was unable to charge a battery.

Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (unable to charge battery) has been confirmed. Upon investigation the battery charger was unable to charge a battery. The cause for the failure was isolated to a physically damaged l4 inductor on the bedside pca. The root cause for the damaged l4 inductor could not be positively identified. There were no adverse events associated with the charger malfunction.